Manufacturer narrative:
Evaluation method. Belt sn (B)(4) and monitor sn (B)(4) were returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. Device evaluation of monitor sn (B)(4) has been completed. As received, the monitor passed incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the device, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Belt sn (B)(4) evaluation is underway. The evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the event.

Event description:
A us distributor reported that a patient was bleeding on his back due to a tight fitting garment. Follow-up indicated that the patient passed away on (B)(6) 2016 while not wearing the device. It cannot be positively determined if the patient removed the device due to the bleeding irritation. The patient was not wearing the device at the time of passing on (B)(6) 2016.